Event description:
A physician was attempting to deliver a 2.75mm diameter x 30mm lengthen endeavor resolute rx drug-eluting stent to a lesion in the lad but the stent could not cross. The lesion had been pre-dilated 3 times at 16 atm's and further multiple dilatations were carried out after the stent failed to deliver. The physician used a non-mdt stent to complete the procedure. Patient is reported to be good. No other clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The stent was returned off the balloon. Crimp impressions were visible along the working length of the balloon. The balloon material was cut in a longitudinal direction at the midpoint of the balloon. The edges of the material were smooth and even indicating that the cut was made with a blade. There were four segments intact at one end of the stent; the remaining segments were severely elongated and deformed. There was residue material attached to the stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver stent and stent dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ multiple ballooning carried out on the lesion. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ multiple ballooning carried out on the lesion. Inherent risk of procedure ¿ (failure to deliver stent and stent dislodgement). (B)(4).